Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the right ventricular lead was extracted and replaced to address lead fracture and high pacing threshold. The device and atrial lead were also explanted and replaced for an undefined specified issue. No further information is available.